Manufacturer narrative:
It was reported that during implant of the intraocular lens (iol) that the doctor had to free the haptics as the irrigation/aspiration (I/a) was not working and the doctor had to take a hook to unstick the haptics. The capsular bag was weak and threatened to collaspe. The lens was implanted and there were no patient complications or injuries reported. No further information was provided. The manufacturing records were reviewed and all process operations presented in the manufacturing record were in compliance. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to event were reported. The manufacturing records and related documents show that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implant of the intraocular lens (iol), the doctor had to free the haptics as the irrigation/aspiration (I/a) was not working and the doctor had to take a hook to unstick the haptics. Two (2) capsular bags were weak and were threatened to collapse. The lens was implanted and there were no patient complications or injuries reported. No further information was provided.

Manufacturer narrative:
(B)(6). (B)(4) - intraocular lens implant. The intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.